Event description:
Customer called on (B)(6) 2012, reporting that their synchron cx5 delta clinical system had failed calibration and the syringe debubblers were leaking. Customer had also stated that the instrument generated a critical low sodium (na) result of 120.7 mmol/l for one patient sample but customer did not believe the result and wanted to rerun the sample. Customer tried recalibrating the instrument but failed and noticed that the syringe debubblers 1 and 2 were full to the top and leaking. Customer technical support (cts) advised customer to wear proper personal protective equipment before troubleshooting and to check for kinked or twisted tubing. Cts also asked the customer to adjust the volume in the debubblers and to repeat calibration and qc. After priming all the ise for 10x, the ise analytes were successfully calibrated and qc was within established range. Customer was finally able to repeat the sample and noted that the result was the same and therefore the original result was correct. Customer did not provide instrument printouts for both the original run and the rerun but mentioned that the original value of 120.7 mmol/l na was reported out of the lab. Customer stated that no erroneous results were generated and therefore no change to patient treatment was attributed to this event. Customer was also not exposed to the leak and no injury was reported. Field service engineer (fse) was dispatched and found that na was not calibrating. Fse found that the ise drain had clogged up and was not draining properly. This in turn was causing the ise drain waste to get backed up into the flowcell. Fse proceeded to clean the drains, calibrate instrument and ran qc. Repair was verified as per established procedures and instrument was determined to be functioning properly and the issue has been resolved.

Manufacturer narrative:
Results: ise drain was clogged. (B)(4).